Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided, it is alleged the patient underwent additional surgery to repair a bowel obstruction and lyse adhesions to the mesh. Adhesions are listed as a known inherent risk of surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. With the limited information available, no assessment can be made into the allegation of a bowel obstruction. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2014 - the patient underwent surgery for repair of an incisional hernia, a sepramesh ip was implanted to repair the hernia defect. On (B)(6) 2015 - the patient underwent an additional surgery to repair a bowel obstruction and lyse adhesions to the mesh. The attorney alleges the patient has suffered and will continue to suffer pain and patient was injured severely and permanently.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2014 - the patient underwent surgery for repair of an incisional hernia, a sepramesh ip was implanted to repair the hernia defect. (B)(6) 2015 - the patient underwent an additional surgery to repair a bowel obstruction and lyse adhesions to the mesh. The attorney alleges the patient has suffered and will continue to suffer pain and patient was injured severely and permanently. Addendum per additional information provided: (B)(6) 2014 - patient was diagnosed with incisional hernia thereby underwent laparoscopic repair with implant of sepramesh ip. Per operative notes, ¿the adhesions were taken down and the hernia sac was measured. A piece of sepramesh ip was placed over the hernia and sutured.¿ (B)(6) 2015 - patient was diagnosed with small bowel obstruction and abdominal pain thereby underwent laparoscopic repair with double small bowel resection and anastomosis. Per operative notes, ¿upon entry of the abdomen, there was a very large dilated loop of small bowel with hemorrhage and ischemic changes. There was some serosanguineous fluid in the abdomen. The adhesions were basically omental band causing closed-loop obstruction and they were taken down. The fascia, mesh and the hernia sac were opened, the bowel was then freed up. The defect in the transverse mesocolon was closed and there was no hernia at this level. The fascia was closed along with a (unspecified) separate mesh. ¿ attorney alleges that the patient had pain, adhesions, infection, bowel obstruction & removal, scarring and emotional injuries.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided, it is alleged the patient underwent additional surgery to repair a bowel obstruction and lyse adhesions to the mesh. Adhesions are listed as a known inherent risk of surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. With the limited information available, no assessment can be made into the allegation of a bowel obstruction. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: this supplemental emdr is submitted to document additional information provided and to correct manufacturing date. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per the medical records review, about 7 months post implant of sepramesh ip, patient was diagnosed with adhesions, seroma, small bowel obstruction and abdominal pain thereby underwent repair. The instructions-for-use supplied with the device identify seroma as a possible complication. Review of the manufacturing records was performed and found that the lot was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.